Manufacturer narrative:
Upon visual inspection, the draw rod was confirmed broken at the distal tp. No manufacturing issues were discovered and the device was found to be in the field for 3 years. Due to the instrument age, the probable root cause is normal wear.

Event description:
It was reported that; the draw rod of the removal tool was seated into the screw but was rocked back and forth and the tip was removed from it.

Event description:
It was reported that; the draw rod of the removal tool was seated into the screw but was rocked back and forth and the tip was removed from it